Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced allergic reaction after wearing the comfort hard-soft bite splint for a couple of days. The patient's tongue and upper lip were swollen. Upon experiencing the issue, the patient stopped using the mouthguard and the symptom was cleared within a day. The patient did not require treatment for the symptom. The patient was reported to be doing good. The patient has no known pre-existing conditions or allergies. The doctor made some adjustments to the left interior of the mouthguard for better fit. The patient cleaned the mouthguard using water.

Manufacturer narrative:
The comfort hard-soft bite splint (upper) was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was slightly rough due to the readjustment from the physician. There were no major cracks found. The device's layers were intact and did not separate. The device was very clean. The device turned yellow due to normal usage. The device was returned without defect and the material has no abnormalities. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin test. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.